Manufacturer narrative:
. E1 - phone number: (B)(6). G4- PMA/510(k) #: preamendment. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a tornado platinum embolization coil was difficult to advance and the coil migrated into a non-target artery. The patient was undergoing a coronary artery fistula embolization. During insertion and advancement of the coil through the microcatheter, excessive resistance was noted. The coil became stuck in the microcatheter and could not be advanced due to obstruction. While the coil was still inside the microcatheter, the connection between the push rod and the coil fractured. Before reaching the target vessel, unexpected premature deployment/extrusion of the coil from the distal tip of the catheter occurred during release manipulation and the coil migrated into the non-target patient artery. The coil became entangled with the vessel wall and was carried away by blood flow. The push rod was then withdrawn. The coil lost its embolic effect. A new device was opened to complete the procedure successfully. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.